Manufacturer narrative:
The subject product was discarded by the user facility and was not returned for evaluation. Based on the available information and without a sample to evaluate, we are unable to determine what may have caused the reported leakage into the battery compartment. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Discarded by user facility.

Event description:
It was reported per the customer contact that the saline leaked out of the bottom of the battery compartment of the hydrosurg suction/irrigator device during a laparoscopic ventral hernia repair. There was no patient injury reported.